Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. Device had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery and motor tests. No excessive "no delivery" error alarm or motor error alarm noted. Device had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer's mother reported via phone call that the device would have a blank display if the buttons were being pressed more than 30 seconds. Device alarmed a battery out limit alarm and was unable to clear the alarm. Device alarmed a button error alarm. Customer's blood glucose was over 300 and 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.